Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a force sensor bridge test. The event occurred during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a force sensor bridge test error. The problem was verified at start-up. The cause of the issue was a combination of the main printed circuit board (pcb), force sensor and plunger cable electrically short circuiting. The pcb, force sensor and plunger cable were replaced to fix the issue.